Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found the device to be in good condition and a damaged dso sensor. Functional test couldn't be performed due to nature of the problem - constant alarm after turning on. It was determined that the backup capacitor was the root cause and was replaced. The service history review identified an indication that the complaint was related to a service of the device outside of the review period.

Event description:
It was reported that the device exhibited error 1720. There was unknown patient involvement.